Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 161mg/dl and the sensor glucose was&nbsp;49 mg/dl at the time of the incident. Customer was assisted with troubleshooting and found that the sensor cannula was bent.&nbsp;customer thought the sensor&nbsp;could be worn for twelve days. The customer was advised it will be considered off label use and may cause the sensor cannula to bend. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will&nbsp;be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor . We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor is beyond its expiration date. Also, we found sensor with a bent cannula. Unable to confirm if customer received sensor in said condition due to customer returning it opened and used.